Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. The first and second most distal struts were twisted and stretched over the distal marker band. The third most distal strut was also slightly twisted. The remainder of the stent was undamaged. The crimped stent od (outer diameter) of the undamaged section of the stent was measured and the result is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-jan-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. The lesion was predilated with a 2.5x20mm maverick balloon catheter. A 4.00x38mm synergy¿ drug eluting stent was then advanced but failed to cross the lesion. The device was removed from patient's body and the procedure was completed with a 3.5x38mm synergy¿ stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.